Manufacturer narrative:
This report contains supplemental information for mentor psr reference number 1-z4cibw. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number 1-z4cibw. It was reported that a (B)(6) year-old female patient underwent an unknown surgery with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on around (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual inspection of the device, no apparent damage could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient¿s left breast prosthesis was removed intact. The device did not rupture. Block b1 ¿is product problem¿ no longer applies to this event, nor does patient code 1546 ¿material rupture¿. - the patient had both of her breast prostheses explanted and they were replaced with a mentor memorygel breast implant 300cc gel breast prosthesis (left implant) and a mentor memorygel breast implant 250cc gel breast prosthesis (right implant) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient was originally scheduled to undergo explantation on (B)(6) 2019. New information states that the patient will undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).